Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer's blood glucose was 240-250, lately 400 mg/dl treated with pill. Troubleshooting was performed for no delivery and states the insulin exited. The insulin pump will not be returned for analysis.